Event description:
The hosp reported that the device was in use with a teenage pt. The reporter stated the device's cannula had become dislodged from the user's skin. A new cannula was inserted. Discomfort was noticed at the old cannula site, but it is unk if the broken cannula remains in the subcutaneous tissue. No permanent adverse effects reported. Add'l info has been requested from reporter but a response has not been received at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.